Manufacturer narrative:
The client reported while attempting to transfer from the driver's side of their automobile into the power wheelchair, the end user leaned back into the car to grab some belongings, the power wheelchair moved, and the end user's foot got foot stuck under the vehicle. The end user did not exercise caution while attempting to transfer from the automobile into the power wheelchair with the power turned to "on." Additionally, the power wheelchair was in need of maintenance as the controller knob was loose. Hoveround's owner's manual warns "stop using your power wheelchair immediately, and call for assistance if: your power wheelchair is not working correctly," and "[t]o avoid serious injury or death: always ensure that the power is off before getting into and out of the seat."

Event description:
The end user was transferring from an automobile into the power wheelchair and the end user's foot became stuck under the vehicle.